Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly self-tests, functional stress testing, bench handling, off current testing, and power cycling without duplicating the customer's report. The main board was replaced as a precaution. The board was scrapped after tesing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.